Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 3 years 2 months of support, the pt was in the hosp with a systemic infection related to a percutaneous lead (driveline) infection. As a result, the hospital made a decision to exchange the lvad. A new driveline exist site was tunneled out in the pt's left upper quadrant and the device was successfully exchanged with another lvad. The pt remains ongoing on lvad support without any further issue.

Manufacturer narrative:
According to the info provided to the MFR, the explanted lvad was disposed of by the hospital. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.